Event description:
Patient reported that their back to back test readings obtained on their ss meter using separate finger sticks were 94 and 150 mg/dl. No symptoms were reported. Pt did not have supplies needed to do control test. Meter had never been cleaned prior to call. Lfs representative reviewed meter calibration, control testing, cleaning and coding. The meter was replaced. No harm was alleged.